Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: a total of eight (8) cortical fixation x-tab screw tabs were received for the evaluation. No photos or x-rays were returned for the analysis. The us cq conducted a visual inspection of the returned devices. The visual inspection of the received eight (8) tabs revealed that the three (3) tabs were broken abnormally at the distal end. The tabs were not broken completely as intended. Based on the three abnormally broken tabs, the alleged damage can be attributed to only two (2) screws. The dimensional inspection cannot be performed due to the post-manufacturing damage. The abnormal tab removal condition was consistent with a random component failure that may have been caused by untended motion. It should be noted that as part of depuy spine¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as visual inspection of the received screw tabs confirmed the abnormal broken condition in three (3) tabs. The embedded compliant condition cannot be confirmed as no photos or x-rays were returned. While no definitive root cause could be determined, it is possible that the alleged abnormal tab removal condition may be occurred due to a random component failure that may have been caused by exposure to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Visual inspection: the lot and part combination cannot be determined for the received tabs as just tabs were returned without screws, thus the complaint condition being conformed for this pi corresponding to the broken pec code. Device history review: DHR was not performed as lot and part information was not available and moreover a manufacturing related potential cause was not suspected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a transforaminal lumbar interbody fusion (tlif) at l4/l5, for the treatment of spondylolisthesis, after the surgeon placed the rods, the screw broke off. The surgeon confirmed that fragmented burr on the broken screw was one (1) mm above the top of the setscrews and decided to leave the screw in the patient¿s body. The procedure was completed with a less than thirty (30) minute surgical delay. The patient was reported to be in stable condition after the procedure. Concomitant devices reported: screwdriver (part number unknown, lot unknown, quantity unknown). Rods (part number unknown, lot unknown, quantity unknown). Setscrews (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown screw. This is report 2 of 2 for (B)(4).